Event description:
The following information was provided by the patient's attorney: (B)(6) 2003 - patient had a bard composix kugel medium oval hernia patch, implanted to repair an incisional hernia. On (B)(6) 2009 - patient presented to hospital with a small bowel obstruction. During surgery, the patient's surgeon noted the small bowel was adherent to the portion of the ck patch and also to the side rim of the ck patch causing a small bowel obstruction. The surgeon took down adhesions around the edges of the ck patch and then excised ck patch completely. The patient has suffered and will continue to suffer physical pain. Attorney alleged adhesions, small bowel obstruction, pain and suffering, injury, additional surgery, defective mesh, explant.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. The patient's attorney did provide a lot number and a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. It was alleged that the patient was treated for adhesions, which is a known possible adverse reaction listed in the IFU. Additionally, no product was returned for evaluation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.